Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations: "assess access site for bleeding and hematoma." Section: entering cardiac output: use of the repositioning sheath and peel-away introducer: "remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site." Section: potential adverse events (united states): "acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)."

Event description:
The user facility reported that the 85-year-old male patient was on impella cp support for support during a cardiac procedure. It was noted that after the implant, the patient had a large hematoma at the access site. At the same time the device was unable to be repositioned out of the mitral apparatus and was impeding flows with the calcification on both valves. The pump was explanted. It was later reported that care was withdrawn and the patient expired. There is not enough evidence to exclude impella as an associated factor in the patient's outcome.